Event description:
Synthes (B)(6) reported the following event: during a prodisc-l disc arthroplasty at l5-s1, while inserting the prodisc-l device, the surgeon malleted the inserter and on approximately the fifth strike, the arm fell off the inserter. The pin holding the arm on broke and was retrieved. Surgeon removed the instrument from the implant and used another implant inserter to complete the procedure. The prodisc-l was partially inserted in the patient, but as the patient was stable, the removal and placement of the new instrument caused no harm to the patient. Procedure was delayed by approximately 3-5 minutes. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.